Event description:
It was reported that a user lost connection between the ilet bionic pancreas and a freestyle libre 3+ sensor, after which support guided the user to toggle settings and rescan, leading to restored pairing and display of readings. No clinical signs, symptoms, or conditions were reported. Outcomes included successful resolution of the connection issue with no health impact. User support included technical troubleshooting through sensor source toggling and rescan procedures. Investigation of this case revealed a temporary communication or pairing failure between the ilet and the freestyle libre 3+ sensor that resolved with standard reconnection steps, consistent with a transient connectivity or software synchronization issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and software-related pairing behavior.